Manufacturer narrative:
On (B)(4) 2019, the customer service specialist (css) provided the customer guidance through the troubleshooting steps via the telephone to the satisfaction of the customer. The customer will monitor the instrument and agreed to call back if the error persisted or further assistance is needed. The customer did not call back with any additional problems, or requesting additional assistance for the alleged issue. The instrument was considered operational at the conclusion of this call. The assignable cause of the event could not be identified with the information available. Raw data was reviewed but no specific cause was identified for this event. Bec internal identifier case (B)(4).

Event description:
The customer reported that they had drawn two samples from one patient. One of the two samples generated the expected platelet (plt) based on the patient's medical history. The second sample generated an erroneously high platelet result. Both samples were run on their unicel dxh 800 coulter cellular analysis system. There was no death or injury attributed to or connected with this event there was no change in patient treatment. The results were reported outside the laboratory, to the floor nurse, who detected the inconsistency. The nurse called the lab to alert them about the results not matching.